Event description:
Per the clinic, the patient experienced poor performance with device use; however the issue could not be resolved.the device was explanted in 2004 (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed october 4, 2013.

Manufacturer narrative:
(B)(4).